Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. Bacteria can attach to the inlet port of the water filter. The user removed the water filter from the device and collected the culture sample from the outlet port of the water filter, which was contaminated with bacteria.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the inlet port and the outlet port of the water filter of the device tested positive for pseudomonas. The user conducted a culture test for all endoscopes in the facility. As a result, all endoscopes were test-negative. There was no report of infection associated with this report.